Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the hospital's vad coordinator that when the hospital staff went to use the backup stroke volume limiter (svl) the diaphragm on the inside of the svl stopped moving. Multiple attempts to vent the svl were made, however, the diaphragm did not move. The patient was put back on original svl until a new svl arrived. The patient was placed on the new svl without incident.

Manufacturer narrative:
The stroke volume limiter was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.